Manufacturer narrative:
Investigation is ongoing. UDI #(B)(4).

Event description:
Upon valve deployment of a 26mm sapien 3 valve, the commander delivery system balloon ruptured during full inflation at nominal volume. The valve was fully deployed (80:20 aortic/ventricular) with no paravalvular leak (pvl) or central leak. There was no post-dilation required. There was no insertion and withdrawal difficulties the sheath and delivery system were removed as a unit with no harm to the patient. The patient was stable. The patient's native annulus and leaflets were moderately calcified. The sinotubular junction (stj) was moderately calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Despite multiple requests, the commander delivery system has not been returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards lifesciences¿ technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause for the balloon rupture cannot be determined; however, patient factors (annulus, leaflets and stj moderately calcified) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.